Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was experiencing inhibition due to oversensing on the right ventricle channel of the device. The right ventricular leads were capped and replaced. No patient complications were reported as a result of this event.